Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2024: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that no particular cause of the high impedance was determined. The high impedance itself had not been resolved; however, it was noted that there was no particular action taken to resolve it since it involved an electrode that did not affect treatment. There remained no complications reported or anticipated.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260, lot# serial# (B)(6), product type lead, product ID 977a260, lot# serial# (B)(6) , implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 19-mar-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 19-mar-2028, UDI#: (B)(4). G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that there was high impedance; only the 9th is at the 30,000 o level. There were no particular environmental, external, and patient factors that may have caused the event. It was not possible to determine which one the defective lead is. For intervention actions nothing in particular was done because the electrode is not used for treatment. The issue was not resolved at the time of the report. No health damage was reported. No surgical intervention occurred nor was it planned.